Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported a pin was broken on the cable inside of the roller pump. No other details regarding the event were provided. There was no reported adverse consequence to a patient as a result of this event.